Manufacturer narrative:
The compressor mini was investigated by our field service engineer (fse). It was reported that water was dropped inside the air gas module of the ventilator. The compressor was kept under observation for a few days and then it worked normally. No parts were replaced. No ventilator logs was received. The root cause for the reported problem could not be determined.

Event description:
Manufacturer's ref.#: (B)(4).

Event description:
It was reported that water droplet in air gas module of the ventilator through the compressor. Patient involvement is unknown. Manufacturer's ref.#: (B)(4).